Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.75 x 12mm synergy xd drug-eluting stent (des) was selected for treatment. However, the proximal shaft broke before entering the patient's body. The procedure was completed with a new synergy xd des. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.75 x 12mm was returned to the complaint investigation site (cis). A visual, tactile and microscopic examination identified multiple hypotube kinks and a break at 21.5cm distal to the distal end of the strain relief were identified along the shaft of the device. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. A visual, tactile and microscopic examination identified there was no sign of damage, stretching or lifting of the stent struts. A microscopic examination of balloon cones was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the proximal and distal markerband identified no issues. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.75 x 12mm synergy xd drug-eluting stent (des) was selected for treatment. However, the proximal shaft broke before entering the patient's body. The procedure was completed with a new synergy xd des. No patient complications were reported.